Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had no response from any button. Customer stated that numbers were not ramping on their own and the scroll bar was not moving with no input. Customer stated that insulin pump was restarting, vibrating and after turned on, it came with multiple insulin pump error. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. Pump error 54/3 alarm found in the device history due to software error.